Manufacturer narrative:
Concomitant medical products: 5086-52, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received a shock for vf and feeling syncopal. A remote monitoring transmission indicated that there was some intermittent ventricular undersensing on a non-sustained episode. The device remains in use. No further patient complications have been reported as a result of this event.